Event description:
It was reported that pump experienced malfunction 12 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.